Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that a couple of months ago the ins distorted test results even though therapy was turned off. The patient could not remember what type of test it was. The patient also wasn't sure if the test results were truly distorted. The patient's reason for calling was because they need to get an echocardiogram and were told they have to turn therapy off. The patient didn't remember how to turn therapy off and requested a walk through. The patient got the 'device is not responding' message a few times, and as they were repositioning the communicator they said, "I'm not happy I did this whole thing." The patient eventually connected to the ins and they were able to turn therapy off. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient. They reported that to clarify "the ins distorted test results" they indicated that the technician was not familiar with the device and they had to show them the instruction booklet and the patient put it into MRI mode. They also indicated that the cause of the ins distorting test results was not known. They were told that the technicians would receive more training for the device. They indicated that it was unknown if the issue was resolved regarding the technician not being familiar with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.